Event description:
It was reported that on an unspecified date, a safeset¿ 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port was found to have separated during patient use. The reporter stated that the tubing is breaking apart at the sampling port, and this occurred overnight with two different patients in the ICU. The event happened while providing patient care, and it was not while drawing labs. There was no patient harm reported. This is report two of two.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
One new set was returned for evaluation. The reported complaint of separation was not confirmed on the returned set. No visual anomalies were observed on the returned set. The returned set was primed and pressure leak tested, no leaks were observed. The product had performed per the specifications. Without the return of the reported sample, the complaint could not be confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.